Event description:
It was reported that a device fracture occurred. A 1.25mm rotapro was selected for use. During the preparation, it was noted that there was a hole in the shaft. The procedure was completed with another of the same device. There were no patient complications reported.